Event description:
Report 1 of 2. Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at 1x magnification." No lfm could be found on the device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If add'l info becomes available, a supplemental report will be sent.